Manufacturer narrative:
(B) (4) difficulty swallowing (y).

Event description:
It was reported that following a refill session, the pt experienced an overdose with an immediate buzz and difficulty swallowing. The healthcare provider "was sure she was in the reservoir". Following the refill, the pump was accessed and the hcp was only able to aspirate 9cc of drug. The drug was removed from the reservoir. It was noted that prior to the refill, the hcp was expecting 3.7ml and aspirated less than 1ml. The pt was in the emergency room. Additional troubleshooting was recommended. The pump was used to deliver clonidine and morphine compound. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.